Manufacturer narrative:
The bag was found to be loosely connected to the final line of the cassette during the therapy. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During the troubleshooting, it was determined that the final bag was very loosely connected to the final line of the homechoice cassette. The patient explained that during the set up, they did not tighten the connection properly. The technical service representative (tsr) reviewed proper set up procedure with the patient. The tsr assisted the patient with clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.